Manufacturer narrative:
(B)(4) date sent: 6/27/2023 d4: batch # 589a54 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and no reload present. The device was tested for functionality in the articulated position with a test reload and the device was stiff from the closure and firing trigger during the testing, however, it achieved its complete firing sequence with a greater than normal applied force. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled in order to verify the condition of the internal components and the shroud pins left were found to be damaged as if they had not been assembled correctly, which also caused damage to the frame b. The damage on the shroud has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 589a54, and no non-conformances were identified.

Event description:
The product have not worked/functioned during the incident. No patient consequences reported. No further information is available.